Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to find objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the bloodline during a patient¿s hd treatment. Per the biomed, a plastic guide pin on the blood pump rotor was loose. When the bloodline became damaged, it caused a blood leak to occur. Upon follow-up with the biomed, it was reported that the machine¿s air detector alarm went off approximately three hours into the patient¿s three-and-a-half-hour treatment. The patient¿s treatment was discontinued. No additional treatment was needed. The patient¿s estimated blood loss (ebl) due to the event was 200 ml. It was confirmed there were no patient adverse effects due to the event, and no medical intervention was required. The machine was removed from service and the biomed replaced the blood pump rotor. The blood pump rotor that was replaced got discarded; no sample was available for evaluation.